Event description:
Additional information received reported the patient was set, no issue, and the device was working fine after the por. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension . (B)(4).

Event description:
A patient implanted for spinal pain reported via the manufacturer's representative (rep) they experienced overstimulation. It was further reported a power on reset (por) occurred. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.